Event description:
It was reported the during preparation, when the fiber was connected to the console, an error code 1103 (fiber identification failed. Please change fiber!) Was prompted and did not respond. The procedure was completed using another of the same device. There were no patient complications. Analysis of the returned device identified a fractured within the connector.

Manufacturer narrative:
Block e1 initial reporter address 2: (B)(6). Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. A microscope inspection found that distorted light was exiting the connector face indicating an internal fracture and tip is in good condition. Visual inspection indicated no visible defects. A functional test performed and noted that the aiming beam is bright, and round and the applicator has been used 0 times. The complaint was not confirmed as the fiber was recognized. The error code 1103 is for fiber identification failed. However, the connector faces distorted light exiting the face indicating an internal connector fracture was observed and this failure during the analysis is not related to what the customer experienced. The labeling review found that the product IFU (instructions for use) states, carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. Return it to boston scientific for replacement. The product review record results did not determine any anomalies in the manufacturing documentation, and the failure mode was not unanticipated or new to bsc. The investigation conclusion code assigned is no problem detected, however, for the observation made during the analysis of distorted light exiting the connector can be a result of an internal connector fracture. The fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. Based on analysis result, the investigation conclusion code assigned is cause traced to component failure.